Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 for an unable-to-proceed motor stall repeatedly after restart while paired with a dexcom g7, during which the patient¿s glucose was high and the patient administered 32 units of long-acting insulin and 12 units of rapid-acting insulin by subcutaneous injection. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.